Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Correction to b3, d10 and g2 of the initial medwatch. The b3 event date is unknown. There were no d10 concomitant devices associated with the event. The g2 report field was missing the selection for "company representative." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the ceramic beak of the sheath was caused by thermal induced impact, wear and tear, improper handling, or mechanical overload like a fall, shock or similar stress. The event can be detected and prevented by handling the device in accordance with the instructions for use which state: ¿4 before use warning, infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during a therapeutic, transurethral resection (tur) of the bladder, water leaks form the inner sheath. The procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a scrape inside the tip beak. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found water leaks form the inner sheath. After replacing the device with another a22040a, the leakage stopped. Furthermore, the following additional issues were identified during inspection: scrape inside the tip beak, cracks in the seal rubber, and seal rubber discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.